Event description:
Customer advised that a pt complained of pain one day following subclavian artery repair due to stenosis. The pt subsequently arrested, was resuscitated and transferred to ICU to stabilize. Chest tube was placed and drained blood. Blood products were administered and pt transferred back to surgery. The surgeon attempted to repair the vessel, resuscitation failed and pt expired. Customer reported that the suture unraveled.

Manufacturer narrative:
Approx 17 digital photographs were reviewed and magnified when necessary for better visualization. Five suture ends are visible in some of these photographs and all appear to be cut ends. None of the visible suture ends appears to be broken. Two knots are partially visible and neither is fully visible in these photographs. Both knots appear to be of the stacked variety. There appears to be no more than two suture strands coming out of any one of these two knots. Conclusion: no broken suture is observed; all ends are cut. User error contributed to the event. Both surgical knots appear to be of the stacked variety. The product insert that accompanies the device states that adequate knot security requires the accepted surgical technique of flat, square ties of single strands. The use of additional throws is particularly appropriate when knotting polypropylene suture.